Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation.

Event description:
Country of complaint: (B)(6). Inadequate quality of the material during first use. Metal shavings left in the wound, which caused artifacts during examination.